Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th january 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, one anchor was pulled out after insertion and suturing. This was detected during an arthroscopic reduction and internal fixation of the greater tubercle of humerus surgery on (B)(6) 2024. Ar-1949 and ar-1250l was used to prepare bone socket. One anchor was pulled out after insertion and suturing. The patient bone quality is normal and the procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1934bcf-2.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, serial/batch number (B)(6), was received for evaluation. Visual inspection noted that that the sutures and anchor were returned disassembled from the device. Functional testing was not performed due to the damage of the device. The most likely cause of the reported failure is user error, due to misaligned insertion, and/or prying or leveraging the device during insertion.